Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Correction: device explant, device available for eval, MFR received date should have been reported as (B)(6) 2019.

Event description:
New information received notes that oversensing was observed on the right atrial lead and noise was not reproducible on the right ventricular lead. The patient was stable before, during and after the procedure.

Manufacturer narrative:
External insulation abrasion was noted at 10.7-12.4cm from the connector pin, consistent with lead friction to the ICD can. This is consistent with the observation from the field of noise, low impedance, and sensing anomaly. Clavicular crush was found fracturing and separating all five filars of the outer coil and damaging the outer and inner insulations at 23.7-24.9cm from the connector pin. This is consistent with the observations from the field of noise, sensing anomaly, and clavicular crush. The cause of the insulation damage and fracture of the outer coil is consistent with clavicular crush.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2019-15354. It was reported that when the patient presented in clinic for a follow up, noise, clavicular crush and sensing anomaly were noted on the right atrial and right ventricular leads. Lead fracture and low impedance measurements were also noted on the right atrial lead. Both the leads were explanted and replaced.